Manufacturer narrative:
Results - bd received 21 samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for missing label with the incident lot was observed in 11 of the samples. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion - the most likely cause is that the ink pot level was low and needed to be refilled.

Event description:
It was reported that some bd vacutainer® plus plastic sst¿ blood collection tubes with polymer gel were missing labels. No injury or medical intervention reported.